Event description:
The facility reported a colleague infusion pump with a "stuck pole clamp". It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a "stuck pole clamp" was confirmed during product evaluation. The assignable cause is unknown. The pole clamp assembly was replaced in order to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: after further investigation by quality engineering, the root cause of the reported problem was assigned to a broken/cracked pole clamp.